Event description:
It was reported that a patient presented with post-paced t wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No information regarding patient consequences were reported.